Manufacturer narrative:
Interpretation: the molecular presence of guanine and adenine at the polymorphic site c.838 that is indicative of the kidd (jk) antigen would normally represent a heterozygous jk(a+ b+) individual, as was reported on precisetype hea beadchips heai7163_1 and heai7169_8. In addition, the individual is also heterozygous for two polymorphisms, rs12605147 and rs8090908, located in intron 2 of the jk(slc14a1) gene. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Intron variants with polymorphysim of rs12605147 and/or rs8090908 have been determined by next generation sequencing analysis, which could affect downstream transcription 3. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jkb+ using the bioarray hea molecular beadchip kit; serology results were jkb-.